Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and dislodgment occurred. The 80% stenosed target lesion was located in the subclavian vein. The 12-4/5.8/75 xxl balloon dilatation catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 18 atms. A portion of the balloon detached from the device. The xxl balloon fragment was stented against the vessel wall of the subclavian with a 14x40 non bsc self expanding stent. Treatment was continued with a non bsc balloon; however, this device ruptured as well. The procedure was considered complete with the placement of the self expanding stent. There were no additional patient complications and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and dislodgment occurred. The 80% stenosed target lesion was located in the subclavian vein. The 12-4/5.8/75 xxl balloon dilatation catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 18 atms. A portion of the balloon detached from the device. The xxl balloon fragment was stented against the vessel wall of the subclavian with a 14x40 non bsc self expanding stent. Treatment was continued with a non bsc balloon; however, this device ruptured as well. The procedure was considered complete with the placement of the self expanding stent. There were no additional patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device noted that the distal tip and distal section of the balloon were not attached to the device. A severe shaft kink was observed 120mm distal to the strain relief. A second kink was located at the base of the strain relief. A complete circumferential tear had occurred in the balloon 60mm distal to the proximal balloon sleeve. The proximal section of the balloon was folded with traces of dried blood visible inside. Both the proximal and distal markerbands were still in there original place. The distal section of the shaft was stretched. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the balloon was inflated above its rated burst pressure (rbp). (B)(4).